Event description:
It was reported that indications for use: lmca (left main coronary artery) subocclusion. While in the ICU (intensive care unit) the md inserted the intra-aortic balloon (iab) through the sheath via right femoral artery with no issues. After placement of the iab there was air in the arterial line of the iab. As a result, only the iab-950-u was removed; the sheath remained inserted. It was replaced with a 40 cm iab through the same insertion site and sheath successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is the pt wen ton for the operation and recovered successfully. X-rays were performed on (B)(6) 2012 with normal findings and are available for review. Additional info received on (B)(4) 2012 stated that even before starting the procedure, the md noticed that there were no depth marks on the iab. Also, the whole time while trying to ge the pump to start (even by using the EKG) there was no success with the iab.

Manufacturer narrative:
Manufacturer control number (B)(4). Follow-up report will be filed if additional info becomes available.